Event description:
The reporter states, that she obtained blood glucose results of 311mg/dl and 95mg/dl within 10 mins on the aviva sys. No action was taken based on the readings. No adverse event reported. New sys sent to customer and return requested.